Event description:
It is reported that the patient was revised due to pain. The during the surgery doctor noted that the hinge busing appeared to be broken.

Manufacturer narrative:
This report will be amended when our investigation is complete.